Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon withdrawal issues occurred. The lesion being treated was located in the non tortuous, moderately calcified mid left anterior descending (lad) artery. The physician used a 1.25 and 1.75 mm rota burr to debulk the vessel and then pre dilated with a 3.0 x 20 mm quantum maverick balloon inflated to 10 to 14 atms. They then deployed a taxus express2 3.0x32 mm drug eluting stent at 12 atms for 20 seconds. There was resistance on balloon withdrawal. The physician reinflated the balloon to 16 atms repeatedly and even with slow 'wind down' deflation they had to use considerable force to remove the tethered balloon, prolapsing the guide catheter all the way down to the mid lad. They then deployed a taxus liberte 3.5 x 12 mm stent at 20 atms for 20 seconds, proximal to the taxus express2 stent. There were no clinical sequelae and they obtained good angiographic results. The pt;s status is reported as satisfactory/good.